Event description:
It was reported that post a coronary stenting treatment procedure, chest pain and very late thrombosis occurred. The patient presented with a myocardial infarction. Access was obtained via the femoral artery. The 100% stenosed and totally occluded concentric de novo lesion measuring approximately 2.5mm in diameter and 12mm in length was located in a non-tortuous and non-calcified diagonal artery. A second lesion was located in the left anterior descending artery (lad). Two taxus express2 stents were implanted in a kissing stenting technique; one in the lad and one in the diagonal artery. No patient complications were reported. Approximately two years later the patient presented with chest pain. The patient had been taken off plavix one week prior due to an upcoming surgery. The diagonal artery was found to be filled with thrombus. The stent in the lad was patent. The diagonal artery was wired and ballooned to regain flow to the vessel. No further patient complications were reported. Patient status is satisfactory.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).